Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing for proximal pancreaticoduodenectomy, the surgeon started firing the device, however could not advance the firing knob on the halfway. Replaced by new cartridge and started firing, however the same event occurred on the halfway. The procedure was completed by using another device. There was no patient injury.